Manufacturer narrative:
Follow-up #1: date of submission 12/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: the keypad cover was found to be intact; all of the keypad buttons were found to be responsive to button presses. The keypad cover was removed and no contamination or damage was found to the button key contacts. The pump was opened to inspect keypad flex; the keypad flex found to be fully seated in the connector with the latch closed. The reported under-responsive issue with the ok button was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.